Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic appendectomy, the surgeon requested for a silk suture without the needle for a ligation. However, the ligation burst. Another silk suture thread was used to ligate. However, the ligation burst again. There was no patient injury.